Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The biomed reported navigation (nav) ring was not working when performing preventive maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The biomed confirmed nav ring is not working when adjusting the settings. The field service engineer (fse) verified the reported problem and replaced the front bezel to resolve the reported issue. Performance verification was completed per the service manual. The unit was fully operational and was returned to service. Based on the information provided and service performed, it has been confirmed that the unit did not meet product specifications. The customer alleged malfunction was confirmed. A service history was performed, and the unit worked according to specifications prior to being released. No product has been returned for investigation at this time. No root cause can be confirmed at this time.